Event description:
The service report shows that an 840 ventilator has missing segments. The malfunction did not occur during patient use. The covidien customer support engineer (cse) inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).